Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 2.6; lab: 3.6. Date: (B)(6) 2010; inratio: 3.4. Therapeutic range was not given.

Manufacturer narrative:
Investigation pending.